Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon evaluation, the battery charger connector was corroded. The cause for the corroded connector cannot be positively determined but was likely the result of liquid ingress. No adverse event resulted from the contamination battery charger connector. The patient received a replacement battery charger.

Event description:
A (B)(6) male patient contacted zoll customer support to report that his batteries were not charging properly. The patient was issued a replacement charger.